Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The complaint of a leak was confirmed. The product returned for evaluation was one used 5fr tl powerpicc catheter. The catheter was leak tested by flushing each lumen with water using a 12ml luer lok syringe. During testing, a leak was observed between the 0 cm depth marker and the nose of the molded joint when flushing the red lumen. Microscopic inspection of the leak site found that a longitudinally aligned tear was present. Inspection of the fracture found that the edges were jagged and non-uniform, and the surface was granular. The fracture features indicated that tensile stress, shear stress, or a combination of the two had contributed to the observed damage. However, the observed fracture features did not provide enough evidence to conclusively determine a root cause. Therefore, the root cause remains unknown.

Event description:
It was reported we had a triple PICC line that was leaking at the purple tubing/middle lumen at insertion. She gave the PICC a power flush and the saline hit her neck. No other information was provided.

Event description:
It was reported we had a triple PICC line that was leaking at the purple tubing/middle lumen at insertion. She gave the PICC a power flush and the saline hit her neck. No other information was provided.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The manufacturer has received the sample and will be evaluated. A supplemental will be submitted with evaluation results.